Manufacturer narrative:
It was reported that the internal leakage test (pressure transducer difference>5cm h2o) failed during the pre-use check. The ventilator was investigated on-site by our field service engineer. The expiratory pressure transducer pcb (printed circuit board) was replaced but not returned for investigation. The device logs were not received. After replacement of the defective pcb, the device was in functional condition according to specifications and was returned to the customer in working order. Since no parts were returned for investigation, the root cause of the reported failed internal leakage test could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check.there was no patient involvement. Manufacturer's ref.#: (B)(4).